Event description:
This MDR is being submitted as a result of a CAPA impact assessment. The one touch basic enhanced meter allows users to select in which of a variety of languages to receive messages. As noted below, the translation(s) from the primary language (english) into the other language is incorrect and could theoretically lead to a serious injury. The english phrase "wait" was translated into greek as "now". The second english phrase "danger" was translated into greek as "high".